Event description:
Vanish point syringes included in home use injectable kit of relistor -wyeth progenics- syringes are vanishpoint lot 10431 kits are lot # a31830c distributed in north little rock arkansas syringes in kits are defective 2 of 4 had no needle, 3rd had no plunger and fourth worked. Needles did not retract automatically, so the patient was able to recap -danger and refrigerate syringe and use same syringe 4 times discomfort until physician can be reached to obtain an rx for syringes. Extra ultrafine syringes will be purchased to use with these kits by this particular patient in the future as included syringes appear cheap and unreliable, a fact physician has no knowledge of. These were samples from physician offices, all physicians receiving these from wyeth should be warned immediately to give patients separate syringes to be used until wyeth can replace the syringes and reseal the kits. Drug company should be notified by the FDA at once to replace all syringes in these kits. Lot # I had on all 4 packages were: this presents a possibility of infection, discomfort and non-compliance -inability to take medication, due to defective device/pt could be at risk of ileus or obstruction. Dose or amount: 0.6ml. Frequency: qod. Route: sq. Dates of use: 2009. Diagnosis or reason for use: opiate constipation/terminal illness.